Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). On an unknown date in (B)(6), the meter result was 3.8 inr and the laboratory result was 2.4 inr. On (B)(6) 2018, the meter result was 1.7 inr and the laboratory result was 1.6 inr. The customer was prescribed a hospital exam for potential stroke. On (B)(6) 2018, the meter result was 2.47 inr and the laboratory result was 2.8 inr. On (B)(6) 2018, the meter result was 4.8 inr and the laboratory result was 3.4 inr. On (B)(6) 2018, the meter result was 3.8 inr and the laboratory result was 2.7 inr. On (B)(6) 2018, the meter results were 4.3 inr and 4.1. The laboratory result was 3.3 inr. On (B)(6) 2018, the result from the meter was 4.1 inr and 3.7 inr. The laboratory result was 3.2 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr. The suspect product was requested to be returned for investigation. Replacement product was sent.